Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient was having a little more trouble this morning so they were going to make an adjustment however said that they are unable to connect to the implant. Caller said that they are getting the message, communicator not found. Caller closed the app and tried to connect again however received the same message. With instruction, caller closed the app and restarted the handset and reset the communicator. Caller then attempted to connect and this time they successfully connected to the implant however said that therapy is off. When asked, caller said that patient doesn't turn the implant off at night. Caller said that went to the doctor's office a week ago and said that the doctor just programmed the device and turned it on at that time. Caller said that today was the first time that they even attempted to connect to the implant. When asked, patient has had any other recent medical tests or procedures and hasn't gone through any metal detectors. Reviewed how to turn on and caller successfully turned the therapy off. Reviewed function of external devices and with instruction caller exited and powered off the handset and the communicator. Caller will maintain stimulation level and will continue to track symptoms. The troubleshooting steps that were taken on the call resolved the issue.